Manufacturer narrative:
(B)(4). The customer returned an unopened arterial catheterization set for analysis. The set was opened to further analyze the contents. Visual examination of the introducer needle revealed that the cannula was slightly bent. Two slight bends were also observed on the guide wire; however, these bends were not severe enough to be considered kinks. Examination of the lidstock revealed a slight fold at approximately the same location as the introducer needle in the kit. Additionally, microscopic examination revealed scratch marks on the needle cover. These scratch marks were created by the needle bevel. This indicates that the bend in the cannula likely occurred during storage and shipping. No other defect or anomalies were observed. The returned guide wire was able to pass through the cannula with little to no resistance. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer reported issue of the introducer needle being bent prior to use was confirmed during the complaint investigation. Visual inspection was performed on the returned sealed kit and the introducer needle cannula was found to be bent adjacent to the needle hub. Additionally, a slight crease on the packaging was observed around the same location as the introducer needle in the kit. Scratch marks were also identified on the needle guard, which were likely created by the needle bevel. The needle passed all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the customer description, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: a slightly twisted needle is observed during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a slightly twisted needle is observed during use.